Event description:
The user facility reported that upon the arrival of facility personnel, water was observed to be on the floor of the room where the system 1e is located. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician arrived onsite and observed the system 1e processor to be in use. After the processing cycle completed the technician reviewed the cycle printout which indicated the cycle completed successfully; no issues were noted. User facility personnel stated to the steris technician that the majority of the water was under the cart in which the system 1e is located and believed the water was coming from the processor's a&b filter head. The technician inspected the pre a&b filter assembly and no issues were noted. The technician ran six processing cycles and found the processor to be operating properly. No additional issues have been reported.